Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on may 04, 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, pillowing keypad overlay, cracked battery tube case, cracked retainer ring. Cosmetic damage was confirmed at the retainer ring. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.